Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implantable neurostimulator (ins) was not taking a charge. The patient stated that he started noticing that the implant battery was taking longer to charge and when he used it the battery was draining faster than when he got the implant. The patient stated his implant was currently dead and will not take a charge. Patient confirmed the reposition antenna screen on the recharger and poor communication on the patient programmer. The patient last felt stimulation about 2 months ago. The patient repositioned the antenna over the ins and the issue did not resolve. The patient was redirected to their healthcare professional to address suspected overdischarge. The patient stated he had an appointment with their provider on (B)(6) 2017. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that in 2016 the patient's ins went dead. The patient had indicated they would be having the ins explanted. No symptoms were reported. It was noted the patient was getting a MRI but it was confirmed the MRI was not related to the device or therapy. No further complications were reported or anticipated.